Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received 'hal software error detected' alarm. The customer's blood glucose value was 24 mmol/l. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion test, force sensor test and self test. No pump error 54 or pump error 3 alarms noted during testing however, the formatted history file confirmed pump error 54 alarm due to software error. No pump error 42 alarms noted during testing.